Manufacturer narrative:
No issue reported on this device and no issues were found upon inspection. This is a concomitant product.

Event description:
It was reported that "lumbale artrodese l5-s1, spondylolistheses. Toggle after final fixation s1 screw on the right. Preparing to distraction to get open neuroforamen and to achieve reduction of the listhesis. Tubes placed on the sleeves. Connected to each other to make distraction possible. At that time, before the distraction, the toggle screw s1 was detected on the right. Several checks with x-ray to see if the screw would not sit properly, but nothing pointed in that direction. Distraction carried out, again x-ray. Visible that tulip was not connected to the screw. Disassembly, screw extraction. New screw taken (one that was 5mm longer, same diameter). New assembly, distraction performed again and after cage placement, bilateral compression. Reduction of listhesis also performed."

Event description:
It was reported that "lumbale artrodese l5-s1, spondylolisthese. Toggle after final fixation s1 screw on the right. Preparing to distraction to get open neuroforames and to achieve reduction of the listhesis. Tubes placed on the sleeves. Connected to each other to make distraction possible. At that time, before the distraction, the toggle screw s1 was detected on the right. Several checks with x-ray to see if the screw would not sit properly, but nothing pointed in that direction. Distraction carried out, again x-ray. Visible that tulip was not connected to the screw. Disassembly, screw extraction. New screw taken (one that was 5mm longer, same diameter). New assembly, distraction performed again and after cage placement, bilateral compression. Reduction of listhesis also performed."